Manufacturer narrative:
Method, results, conclusions - (other): the procedure recording from the inreach system was returned for evaluation. The recording is still under evaluation at this time and there was no patient injury reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.

Event description:
As reported to a superdimension representative, once past registration, the doctor kept receiving error messages from several system components. They had registered with manual registration. They tried rebooting several times, but continued getting error messages, eventually canceling the case. The patient was under general anesthesia.